Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 360 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that on (B)(6) 2016, the pump was inadvertently filled with 2000 mcg/ml gablofen instead of 500 mcg/ml gablofen. The pump was programmed as 500 mcg/ml at 90.09 mcg/day. With the 2000 mcg/ml drug in the pump, the patient was getting the equivalent of approximately 360 mcg/day. The drug would have cleared the pump tubing and catheter in a couple of days, so the patient had been getting the dose for a number of days now. The patient was stable but sleepy. On (B)(6) 2016, the hcp wanted to know how to remedy the situation. They wanted to keep the 2000 mcg/ml drug in the pump and were planning to program the pump accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.